Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Additionally, the customer reported that the unit of measurement setting had changed from mmol/l to mg/dl. The customer also reported misinterpreting their results displayed in mg/dl as mmol/l results, and then modified their medication based on these results. They then reported feeling weak and sweaty. However, there was no report of death or serious injury associated with this event.